Manufacturer narrative:
Follow-up received on 15-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had a surgery to remove three pieces of essure coil in left pelvis, about ten months later. The event was seen as device breakage and device dislocation. Device dislocation and device breakage are anticipated in the reference safety information for essure and may occur during essure wearing. The exact mechanism and circumstances of their occurrence are unknown. However, considering the events' nature, they were considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception. On or about (B)(6) 2016, plaintiff underwent surgery to remove three pieces of the essure coil in the left pelvis. Company causality comment: this case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had a surgery to remove three pieces of essure coil in left pelvis, about ten months later. The event was seen as device breakage and device dislocation. Device dislocation and device breakage are anticipated in the reference safety information for essure and may occur during essure wearing. The exact mechanism and circumstances of their occurrence are unknown. However, considering the events' nature, they were considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('surgery to remove three pieces of essure coil in left pelvis') and device breakage ('surgery to remove three pieces of essure coil in left pelvis') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysgeusia ("metal taste in mouth"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage and dysgeusia outcome was unknown. The reporter considered device breakage, device dislocation and dysgeusia to be related to essure. The following information was received from social media metal taste in mouth. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- metal taste in mouth. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('surgery to remove three pieces of essure coil in left pelvis') and device breakage ('surgery to remove three pieces of essure coil in left pelvis') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysgeusia ("metal taste in mouth"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage and dysgeusia outcome was unknown. The reporter considered device breakage, device dislocation and dysgeusia to be related to essure. The following information was received from social media metal taste in mouth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.